Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid right coronary artery. The 1.2 x 6 mm mini trek balloon was prepared per the instructions for use and advanced, but could not cross to the lesion. The balloon was inflated proximal to the lesion, two times at 10 atmospheres (atm). An attempt was made to remove the balloon catheter; however, it became stuck on the guide wire. The devices were removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.